Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in australia. Through follow up communication, it was learned that customer was able to decontaminate the device and returned it into clinical use. In addition, although the device was cleaned regularly in accordance with the instructions for use (IFU) and surfaces were disinfected after each operation, several deviations from the IFU requirements were identified. Water quality monitoring and daily verification of the hydrogen peroxide (h2o2) concentration were not performed as prescribed. Furthermore, during periods of non-use, including weekends, the h2o2 concentration was not checked, despite the device being stored filled with water in a sterile cleanroom. While h2o2 was added when the water in the tanks was replaced every seven days, the absence of daily checks during storage represents a significant deviation from the IFU. Additionally, disinfection of surfaces and water circuits was carried out only after use, rather than prior to initial operation or before storage, as required by the IFU. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system resulted positive to gordonae bacteria in (B)(6) 2024. No patient was affected.